Event description:
The user received low results for tsh and free t4 that were high or normal when repeated. The user provided results for five patient samples. All samples were in 5 ml gold top sst tubes. All tsh results are in uiu per ml. All free t4 results are in ng per dl. Original tsh result was 0.032. This result was accompanied by a data flag notifying the user the result was low. The repeat result was 4.96 with data flag notifying the user the result was high. The second repeat was 0.030 with a data flag notifying the user the result was low. Only the initial result for sample 4 was reported because the patient was an outpatient and the clinics were closed by the time the result was posted. The user stated she "will call and tell them the result is questionable". The field service representative determined the s/r probe and sample disk alignment was off. He realigned the s/r probe and sample disk. To verify the analyzer performance, the user ran two samples.

Event description:
The user received low results for tsh and free t4 that were high or normal when repeated. The user provided results for five patient samples. All samples were in 5 ml gold top sst tubes. All tsh results are in uiu per ml. All free t4 results are in ng per dl. Original tsh result was 0.037 with a data flag notifying the user was low. The repeat result was 1.60. The second repeat tsh result was 0.032 with data flag notifying the user the result was low. Only the initial result for sample 4 was reported because the patient was an outpatient and the clinics were closed by the time the result was posted. The user stated she "will call and tell them the result is questionable". The field service representative determined the s/r probe and sample disk alignment was off. He realigned the s/r probe and sample disk. To verify the analyzer performance, the user ran two samples.

Event description:
The user received low results for tsh and free t4 that were high or normal when repeated. The user provided results for five patient samples. All samples were in 5 ml gold top sst tubes. All tsh results are in uiu per ml. All free t4 results are in ng per dl. Original tsh result was 0.032 with data flag notifying the user the result was low. The repeat tsh result was 1.50. The second repeat was 0.041 and third repeat was 0.032. The second and third repeat results were accompanied by data flags notifying the user the results were low. Only the initial result for sample 4 was reported because the patient was an outpatient and the clinics were closed by the time the result was posted. The user stated she "will call and tell them the result is questionable". The field service representative determined the s/r probe and sample disk alignment was off. He realigned the s/r probe and sample disk. To verify the analyzer performance, the user ran two samples.

Event description:
The user received low results for tsh and free t4 that were high or normal when repeated. The user provided results for five patient samples. All samples were in 5 ml gold top sst tubes. All tsh results are in uiu per ml. All free t4 results are in ng per dl. Original tsh result was 0.031 with a data flag notifying the user the result was low. The repeat result was 1.12 and the second repeat was 0.032 with a data flag notifying the user to repeat testing due to possible sample issue. Only the initial result for sample 4 was reported because the patient was an outpatient and the clinics were closed by the time the result was posted. The user stated she "will call and tell them the result is questionable". The field service representative determined the s/r probe and sample disk alignment was off. He realigned the s/r probe and sample disk. To verify the analyzer performance, the user ran two samples.

Event description:
The user received low results for tsh and free t4 that were high or normal when repeated. The user provided results for five patient samples. All samples were in 5 ml gold top sst tubes. All tsh results are in uiu per ml. All free t4 results are in ng per dl. Original free t4 result was less than 0.023 with a data flag notifying the user the result was outside of the measuring range. The repeat free t4 result was 0.987. The second repeat free t4 was less than 0.023 with a data flag notifying the user the result was outside of the measuring range of the assay. The original tsh result was 0.033 with a data flag notifying the user the result was low. The repeat tsh result was 4.96 with a data flag notifying the user the result was high. The second repeat tsh result was 0.030 with a data flag notifying the user the result was low. Only the initial result for sample 4 was reported because the patient was an outpatient and the clinics were closed by the time the result was posted. The user stated she "will call and tell them the result is questionable". The field service representative determined the s/r probe and sample disk alignment was off. He realigned the s/r probe and sample disk. To verify the analyzer performance, the user ran two samples.